Manufacturer narrative:
Results - visual inspection of the returned product showed that the lens was torn in half and there was a clear surgical residue on the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate lens with toric and the lens was torn in half during insertion. There was no patient contact. The reporter stated the incident was due to a loading error.